Manufacturer narrative:
Related manufacturer report number# 2916596-2020-05208. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump stopped and the patient suffered irreversible cardiac arrest. The patient was put on non-grounded cable after driveline fault on (B)(6) 2020. The controller was exchanged. Related manufacturer report number #2916596-2020-06472.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stop could not be confirmed, in the evaluation of the submitted log files, due to a lack of data. However, a driveline fault alarm was identified. A specific cause for the alarm cannot be determined through this investigation. A direct correlation between the device and the reported cardiac arrest could also not be determined through this investigation. The first submitted log file contained one data entry on (B)(6) 2020 08:42:41. The file captured, the pump operating at a fixed speed of 9000 rpm with a low speed limit of 8600 rpm. And an active driveline fault alarm was noted. The second submitted log file contained data from two time-frames. The first was from (B)(6) 2020, where the set speed was set to the manufacturing settings of 6000 rpms. There was a motor stopped command and a driveline disconnected alarm during this time. The second time frame was captured at (B)(6) 2020 from 20:22:03 to 20:27:26. Which captured driveline fault and driveline disconnected alarms (see MFR # (B)(4)). The events captured in the log file could have been potentially consistent with a compromised driveline. However, a specific cause for the events cannot be conclusively determined. The account communicated, that no cause was identified for the reported pump-stop. The patient was using a non grounded cable at the time of the event, and the pump was not returned for evaluation. The patient expired on (B)(4) 2020. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(4) 2008. The heartmate ii lvas IFU is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline¿. However, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Section 6-13 of this IFU discusses damage, due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.